Manufacturer narrative:
A partial lead with the connector portion measuring 104.0 cm was returned in one piece for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired due to heart failure and dilated cardiomyopathy. There is no known allegation from a health professional that suggests the death was related to the device.